Manufacturer narrative:
The insulin pump was received with scrambled display due to moisture damaged on lcd board. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to scrambled display. The pump had cracked battery tube threads and cracked reservoir tube window.

Event description:
The customer reported via phone call of missing segments and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that when she woke up this morning, there were lines on the pump. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer stated that the display did not return back to normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.